Manufacturer narrative:
Investigation summary: the customer submitted patient samples for investigation. Testing indicated interfering samples. The customer also went through training with quidel representatives and the issue appears resolved. Root cause: no investigation required. Source: phone.

Event description:
One alleged false negative result. No alternate testing completed.